Manufacturer narrative:
Medical device lot #: 6138651. Medical device expiration date: 5/31/2018. Device manufacture date: 5/17/2016. Medical device lot #: 5314994. Medical device expiration date: 11/30/2017. Device manufacture date: 11/30/2015. Date of event: unknown. The date received by manufacturer has been used for this field. Results- bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for leakage was not observed as all samples met specifications. The retention samples also underwent submerged air leak test, no leaking was observed from the hub. Conclusion- bd was not able to duplicate or confirm the customers indicated failure mode. Bd has initiated CAPA (B)(4) to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the 21gx.75" bd vacutainer® winged safety pbbcs, 12" tubing, luer adapter had leakage from the tubing device. No medical intervention or injury reported.